Event description:
A surgeon reported that a memory lens iol implanted in a pt's eye has since opacified. The pt has had several bouts with low grade iritis, which the surgeon feels may have contributed to the brown sheen on the front/anterior portion of the lens. The pt's visual acuity is reported as 20/20, but "dim". Pt has pre-existing history of retinal detachment and has had some laser work performed on the eye. Steriods prescribed for the iritis. The surgeon plans to laser the lens surface and will provide update at that time. No further info is available.